Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging that the pump has been intermittently powering off. The reporter stated the pump does not emit an alarm, but will shut off and then immediately reboot. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow up #1 submitted: 09/10/2013. Device evaluation: review of the black box data revealed no errors, alarms or warnings related to the complaint. There was a record of ¿power on reset¿ on (B)(4) 2013 at 15:42. On examination, the battery compartment was intact without damage or moisture contamination. The battery cap returned with the pump for investigation was able to be fully tightened and was determined to measure within specifications. The pump was exercised for 24 hours without power loss or battery-related warnings. The pump was opened for investigation and revealed no damage, defect or contamination inside the pump. Investigation was unable to duplicate the complaint of intermittent power.